Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated but the system interface circuit board needed to be reseated and the persistent memory erased. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's image went dark and the collimator closed. System needed to be reinitialized to continue. There was no adverse patient involvement reported. There was no patient information reported.